Event description:
I received a recall of my philips respironics CPAP machine that when insulation material degrades and infiltrates the air ducts can give off toxic gas which is fatal. Most all symptoms that were listed I have been experiencing. Problem is they provided a web address to report your device model and sn but the address comes back 'doesn't exist'. I've tried several times with same negative results. It's important that I use this device when sleeping but the recall said to immediately stop further use and contact them but the address doesn't exist. The symptoms I have get worse by the day and I don't know what to do. FDA safety report ID # (B)(4).